Manufacturer narrative:
Additional information b5. Medtronic received additional information that the anti-coagulant used was heparin. The anti-coagulation was assessed act over 500. The composition ofthe solution used during priming was normosol bicarb 15000 heparin, 5g amicar. There was no flow through the oxygenator at all. After about 3 minutes, flow started. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during cardiopulmonary bypass using a fusion oxygenator, there was an inability to get blood flow through the oxygenator, described as a flow issue that worsened over time. Approximately 3 minutes after initiation of cardiopulmonary bypass, a blockage or obstruction was reported with no blood flow through the oxygenator. It was reported that it was necessary to come off pump to address the flow issue, and the oxygenator was changed out to complete the case. The patient had not previously been on heparin or another anti-coagulant therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h4: device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.